Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed no activity outside normal use. The battery compartment and cap were undamaged and were able to fit. No debris was found in the cartridge compartment. The pump loaded and displayed a 100 unit cartridge. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the internal components. The reported inaccurate remaining insulin reading complaint was unable to be duplicated during investigation.